Event description:
Intubated patient with glidescope. Endotracheal tube (ett) cuff ruptured after intubation. Cuff tested on another ett. Once intubated, cuff ruptured again, cuff tested on another ett and ruptured. Another ett obtained with success ett changed out using transfer device. Ett[s] saved. Manufacturer response for endotracheal tube, microcuff (per site reporter) none yet...just notified today.